Manufacturer narrative:
Follow-up #1: date of submission 10/1/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: no blank screen was duplicated during testing. The display screen has a pinkish contrast. Unrelated to the compliant, the battery compartment is cracked at the case seal to the left of the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.